Event description:
The pt reported during their labor delivery an epidural catheter tip, approx 10.5 cm, was left in their back. Pt was told that the catheter had sheared off. Pt was given another epidural five hrs later and this proved effective. When the epidural wore off the pt alleges they were left with quite severe back pain, a numb left leg and there was an associated weakness.